Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. The unit returned has cable kinked, as part of overall visual revision. Visual inspection revealed that the device has a kink on the distal section at 9.5cm form the distal tip. The tip electrode is separated from the shaft. However, evidence of adhesive was found on the tip. Torque gage test was performed and the device passed the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-oct-2016. It was reported that the curve was difficult to steer. An epxt unidirectional steerable diagnostic catheter was selected for use. During procedure, it was noticed that the steering mechanism of the rotation handle was difficult to control. Furthermore, the curve it is no longer steerable. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the tip electrode is separated from the shaft.